Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced an infection at the scs system's generator implant site. As a result, the entire scs system was explanted.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
Additional information received identified the cultures from the previous battery site infection came back negative. The patient has since been re-implanted with a new scs system. Reportedly, the dr. Aspirated the previous battery site at the end of the re-implant surgery due to fluid build up, sent off cultures, and performed an irrigation and debridement.